Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire." One used kcfw-6.0-35-55-rb-hfanl0-hc was returned for investigation. During visual inspection of the returned complaint device, it was observed that the sheath tubing had unwound and completely separated into 3 segments. The first break was measured to occur 6.2 cm from the proximal end of the sheath. The last 1.8 cm of this segment (distal end) had stretched coiling inside the tubing followed by broken exposed coiling. The sheath tubing was frayed at the separation site. The middle segment contained exposed coiling on each end, 4.3 cm of intact tubing, and approximately 1 cm of ribboned tubing material which wrapped around exposed coiling. The distal segment contained 43 cm of sheath tubing. From the proximal end of this segment, 1 cm was flattened and had an accordion type wrinkle. It is feasible to suggest that significant resistance was encountered during removal of the sheath, which could have led to excessive force being applied to the device, thus leading to the reported failure mode. It is likely that the patients condition (calcification) contributed to the resistance encountered during removal. Also, it was mentioned that the physician "tried to insert dilator but would not go as sheath was too stretched." Therefore, it is likely that the attempt to insert the dilator was not prior to removal of the sheath, but attempted once resistance was encountered. This also could have contributed to the reported failure mode. Since the lot number is unknown, the device history record could not be reviewed. There is no evidence to suggest the product was not made to specifications. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a sheath exchange procedure from a 5 french to a 6 french, when the physician advanced the sheath it went in a little too far so the physician tried to pull it back. It was noted it started to unravel and part of it broke off. The physician tried to pull back again and the sheath unraveled some more and another small section broke off again. The physician tried to massage the vessel to remove the sheath. The pieces that broke off were grabbed with a kelly clamp and the physician was able to be retrieve all pieces successfully. The patient lost a small amount of blood but not enough that required a transfusion. There was no harm to the patient and the physician was able to continue with the sheath exchange.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a sheath exchange procedure from a 5 french to a 6 french, when the physician advanced the sheath it went in a little too far so the physician tried to pull it back. It was noted it started to unravel and part of it broke off. The physician tried to pull back again and the sheath unraveled some more and another small section broke off again. The physician tried to massage the vessel to remove the sheath. The pieces that broke off were grabbed with a kelly clamp and the physician was able to be retrieve all pieces successfully. The patient lost a small amount of blood but not enough that required a transfusion. There was no harm to the patient and the physician was able to continue with the sheath exchange.